Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va1javn, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an abnormal impedance check in the office. She returned for follow up because she had experienced her pre- surgery symptoms return. She also no longer felt the stimulation. Her impedance was abnormal at all electrodes. She did not know of any event that occurred or exactly when her symptoms returned. She was scheduled for a revision/replacement of the lead and battery. No fall was reported. The patient could not contribute the change to any specific event. It was found when the pocket was opened in surgery that the battery and lead were disconnected. X ray was used to help locate the lead and the lead was twisted and knotted. The lead was removed and a new lead and battery were implanted and the issue was resolved. No further complications were noted or anticipated.

Event description:
It was reported that the patient had an abnormal impedance check in the office. She returned for follow up because she had experienced her pre- surgery symptoms return. She also no longer felt the stimulation. Her impedance was abnormal at all electrodes. She did not know of any event that occurred or exactly when her symptoms returned. She was scheduled for a revision/replacement of the lead and battery. No fall was reported. The patient could not contribute the change to any specific event. It was found when the pocket was opened in surgery that the battery and lead were disconnected. X ray was used to help locate the lead and the lead was twisted and knotted. The lead was removed and a new lead and battery were implanted and the issue was resolved. No further complications were noted or anticipated (B)(6) 2019 ( rep): no new information . ( device was mailed).

Manufacturer narrative:
Device evaluated by MFR: product analysis #(B)(4) analysis information -- (B)(6) 2019 13:07:08 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis information -- (B)(6) 2019 13:08:26 cst pli# 20 product ID# 3889-28: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead as a result of factors not related to product reliability. Other relevant device(s) are: product ID 3889-28 lot# va1javn, implanted: (B)(6) 2017 explanted: (B)(6) 2019, product type: lead, ubd: 26-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.